Event description:
It was reported that during procedure to treat a 90% stenosed heavily calcified lesion in right coronary artery (rca) with heavy tortuosity, the viperwire advance guidewire fractured at tortuous section. It was noted that the vessel was not primarily wired with the viperwire and was exchanged. The calcification was noted to be heavy, so the physician planned to perform ablation from distal side, however, the orbital atherectomy device (oad) could not pass through the lesion. The oad could not pass through the lesion on glide assist mode as well. Hence, the treatment was switched to low speed and atherectomy was performed from the front side of the lesion. During the first treatment, the viperwire jumped or suddenly moved at the tortuous section, and the viperwire was fractured. The fractured part(s) could not be removed since it went into atrioventricular nodal artery of rca (#4av) and about 10cm of the fractured component was left in the patient. The procedure was completed without delay by implanting a stent. The physician does not have any concerns about potential long-term risk outcomes with the patient and believed the fracture occurred due to the heavy calcification in the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. E1 facility name: (B)(6).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported unintended movement and guide wire separation appear to be related to operational context. In this case it is likely that the reported complaint is a result of the patient¿s anatomical condition (heavy calcification and heavy tortuosity) or disease severity combined with the use techniques employed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during procedure to treat a 90% stenosed heavily calcified lesion in right coronary artery (rca) with heavy tortuosity, the viperwire advance guidewire fractured at tortuous section. It was noted that the vessel was not primarily wired with the viperwire, and was exchanged. The calcification was noted to be heavy, so the physician planned to perform ablation from distal side, however, the orbital atherectomy device (oad) could not pass through the lesion. The oad could not pass through the lesion on glide assist mode as well. Hence, the treatment was switched to low speed and atherectomy was performed from the front side of the lesion. During the first treatment, the viperwire jumped or suddenly moved at the tortuous section, and the viperwire was fractured. The fractured part(s) could not be removed since it went into atrioventricular nodal artery of rca (#4av) and about 10cm of the fractured component was left in the patient. The procedure was completed without delay by implanting a stent. The physician does not have any concerns about potential long-term risk outcomes with the patient and believed the fracture could occur due to the heavy calcification of the patient.